Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with bolus from the pump. The customer reported the infusion set cannula to appear bent. The customer stated the bent cannula appeared on the first day of use. The product was not returned for analysis.